Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2020 during which the ipg was revised in the pocket. Issue resolved.